Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received right primary attune tka to treat pain secondary to osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. The surgeon notes that an additional 2 mm was resected from the distal femur to achieve full extension and flexion without laxity. The procedure was completed without complications. Patient receive a right total revision to treat pain secondary to loosening of the tibial tray. Upon entering the joint, the surgeon excised adhesions from the patella and performed a subperiosteal capsular release. The tibial tray was loosened and debonded at the cement to implant interface. The surgeon notes that the cement mantle had excellent interdigitation. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019. Right knee.